Manufacturer narrative:
A patient was implanted with a prodisc c us large deep 5mm implant at c4/5 disc space on (B)(6) 2020. On an unknown date, the patient was diagnosed with heterotopic ossification limiting the motion at the spinal segment. No further indication of patient conditions or symptoms was provided. There was no indication as to why the ossification had developed. Limited information has been made available from this case. DHR review did not find any contributory manufacturing issues. Complaint trending determined the rate of complaints is acceptable based on the risk assessment. Risk of heterotopic ossification and/or auto-fusion is an identified risk which has been mitigated and accepted. No device was provided for evaluation. The facility did not provide an explanation as to why the device was not available for retrieval. The investigation could not identify a device problem which may have contributed to the patient's ossification. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient received a prodisc c us implant at the c4/5 level on (B)(6) 2020. On an unknown date, the patient was diagnosed with heterotopic ossification at the prodisc c level. The patient underwent surgical intervention on (B)(6) 2021 to remove the prodisc c implant and replace it with a synthes zero p cage and screws.